Event description:
Nursing staff noted significant resistance & friction when suctioning a 3.5 mm et tube with suction catheter. Distal suction catheter tip is not rounded or formed to prevent irritation/trauma to body tissue.